Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had dust inside the bag. This was noticed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, f10/h6: component codes (update code), h6 (update codes), h11. H4: the lot was manufactured between february 8-9, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a dust like matter in the filled bag. The reported condition was verified. The cause of the issue could not be determined; however, the cause may likely be inherent to variations of the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.